Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the battery longevity reported by the device during the last follow up was found to be erroneous when calculated with actual device parameters. The device will be monitored.